Event description:
It was reported that this atrial lead exhibited loss of capture and elevated threshold measurements. Therefore, the lead was explanted and successfully replaced with another boston scientific atrial lead. No additional adverse patient effects were reported. The boston scientific local area representative was contacted for return product details. No information has been received at this time. This investigation will be updated should further information be provided.